Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery would become drained easily and it wouldn't stay on for even 24 hours. They also had been receiving a "software issue" message on their controller.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.